Manufacturer narrative:
Initial reporter name and address: name and address: postal code: (B)(6). G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotripsy (tul), the basket of an ncircle tipless stone extractor and would not open properly. Upon removing the device from the packaging, the basket was retracted into the sheath. The sheath was then inserted through an unspecified scope until the sheath tip was visible. The user attempted to open the basket and it was "flattened." The basket was not inserted into the target site, and the procedure was completed with another device. A laser was not used during the procedure. The user stated that the device was not inspected/tested prior to use. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects.

Manufacturer narrative:
Event summary: as reported, during a transurethral lithotripsy (tul), the basket of an ncircle tipless stone extractor and would not open properly. Upon removing the device from the packaging, the basket was retracted into the sheath. The sheath was then inserted through an unspecified scope until the sheath tip was visible. The user attempted to open the basket and it was "flattened." The basket was not inserted into the target site, and the procedure was completed with another device. A laser was not used during the procedure. The user stated that the device was not inspected/tested prior to use. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects. Investigation ¿ evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the device were conducted during the investigation. The device was returned with only the opened outer packaging for investigation. The basket formation was flat, but the handle would still actuate the basket. There was no damage to the sheath. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that the issue could not be determined. The information supplied by the user stated that it was unlikely that the basket got deformed when it was inside the sheath and being advanced through the scope. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.